Event description:
Add'l info received from reporter for report mw5086181. Reporter states that per FDA 21 cfr if a device is misused by the physician, it is considered a product problem. Reporter also, has updated report to identify that an adverse event, product problem, prolonged hospitalization and permanent damage with disability had occurred.

Event description:
Pt called to report a possible adverse event involving surgifoam. Pt stated he had a c 3, 4, 5, 6 posterior laminectomy without fusion and a t 2, 3 posterior laminectomy without fusion on (B)(6) 2018. Pt said he had the surgifoam placed on the dura over the cervical and thoracic portions of this spine. Pt stated that after the procedure, when he woke up he was paralyzed. As of now, a year later, pt said he has lost all sensory from the waist down on his left side, and from the nipple level down on his right side. Pt stated he's not exactly sure what caused this adverse event but did read in his records that neurological problems are a possible adverse event outcome of surgifoam use. Pt said he is unable to walk without a walking aid. Pt stated that 4 days after his procedure, he was discharged to a spinal rehab center for several months, and then transferred to a skilled nursing facility. Pt said he is now living with his parents who help care for him. Pt stated he has filed a report with the MFR.

Event description:
Add'l info received 06/25/2019, for report number mw5086181. The reporter stated he would like to change his identity from anonymous, so the MFR can reach him and complete their investigation. As he identified questions in their report number 2210968-2019-81190, of which he would like to provide answers.